Event description:
It was reported that a malfunction occurred on the pump, displaying a malfunction code. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance with resetting the pump, and the malfunction code did not reoccur. The customer was informed to continue using the pump and to contact support if the issue recurred.